Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a catheter, continuous flow. The customer reported during the procedure, it was noticed that dispersion wire was not creating a wave form. Customer decided to remove the catheter. After the catheter was removed, it was noticed that the broken portion of the dispersion wire was left in the leg. Customer retrieved the broken portion with a snare. No patient complications were noted.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the result will be forwarded.